Event description:
A fortify cage lost height post-operatively. A revision surgery has not been performed.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Both operative and post-operative images were received and indicate the fortify cage experienced a loss of height but is still partially expanded. The sales representative noted that during the original surgery, the inserter was attached to the core before graft packing and was initially expanded and then later contracted to its final position. It was also noted that the patient was quite active immediately post-op and was given a neck brace as a result which they would not consistently wear. The implant remains in the patient making a complete evaluation impossible. The exact cause of the reported issue cannot be determined. The following sections have been updated: b4, e1, e3, h2, h6, h10.